Manufacturer narrative:
Additional PMA 510(k)#: p040024.

Event description:
On (B)(6) 2011, a spontaneous report was received via email from a company representative regarding a female (age not reported) who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history included slightly elevated blood pressure. The patient's skin type and concomitant medications were not reported. The patient received an injection of restylane (syringe size used and amount injected not reported) on an unspecified date in (B)(6) 2011 (reported as "last month" from the date of the report) around the mouth area. Pre-procedure medications used and additional procedures performed at the time of implantation were not reported. On an unspecified date in (B)(6) 2011 or (B)(6) 2011, after the implantation, the patient's blood pressure "went pretty high 200/117" which lasted about two days. The patient reported asking the dermatologist before treatment if restylane caused elevated blood pressure and the patient reported he said, "no." The lot number and expiration date were not provided. Additional information has been requested.